Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On an unknown date a trifecta valve was implanted. On an unknown date the valve was explanted because one leaflet wasn't moving. A echocardiogram was performed but thrombus or a leaflet tear was not noted. The patient status is unknown. Additional information has been requested but cannot be obtained.

Manufacturer narrative:
An event of one leaflet not moving and valve explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.